Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter noted that multiple call service alarms had occurred over a time span of a couple of hours. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: the black box review verified multiple call service alarms on the date of (B)(6) 2013. The time and date was accurately set at start of investigation. Pump rewind, load, and prime steps were performed with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened for investigation and no evidence of moisture and corrosion was observed inside the pump. The radio frequency transceiver flex was observed to be intact and secure to the printed circuit board connector with no trace cracks observed.